Manufacturer narrative:
Pump passed the displacement test. Force system sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform restart due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer indicated via phone call that their insulin pump alarmed compromised force system sensor after the pump was rewound. The customer indicated that their blood glucose level was 75 mg/dl at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.